Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the delivery shaft broke at about 30cm from the hub. The device had to be replaced which extended the procedure for about 3 minutes. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(B)(6).